Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a routing supply change, the customer experienced resistance when pushing down on the plunger to introduce insulin into the cartridge. A supply change was performed to resolve the issue. Insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.